Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the past month, the customer¿s a1c had been elevated a point and recently, blood glucose (bg) was 357 mg/dl. The infusion set was changed multiple times. The cause was not known. A bolus was delivered to address bg. Tandem technical support assisted the customer to perform a pump system check. The pump date and time were found to be incorrect. The customer had changed the time/date due to being out of the country.

Manufacturer narrative:
Added adverse event only.